Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that the sensor was not working properly. Customer had treated for high blood glucose reading and the blood glucose level decreased quickly. The paramedics were called and she was taken to the hospital. The blood glucose level at the time of the event was 34 mg/dl. Customer treated off the sg reading and not the blood glucose. Customer used manual injections; more insulin than she needed. Nothing further reported.